Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside of the device and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is damaged. The plunger tip is damaged; this could possibly have been due to it being returned loose in the carton. We are unable to determine the root cause for the reported complaint "tip was crooked and unable to use". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical devices (ovds) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, they noticed that the tip of the device was crooked. They were unable to use the device. The surgery was completed with a replacement device. There was no patient injury. Based on the new information received on 07-jan-2026: three additional devices of the same model and diopter value had the same crooked-tip issue and were unusable.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.